Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the outer layer had come away and there were wires exposed. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the customer: the issue had occurred before procedure. The procedure was completed using similar device.